Event description:
See also manufacturer report 3004209178201009712. The pt experienced a seizure-type response while the ins was being interrogated. His body pulled over to one side and he was unresponsive. The interrogation was discontinued and the stimulation was turned off using the pt programmer and the symptom stopped. It had lasted approx one minute. The code team was called during the event. The pt was better after the stimulation was turned off. When the ins was re-interrogated, it was found to be in shipping parameters. The device was reprogrammed without incident and the pt seemed to have no residual effects from the event, he was "back to normal"; he had no history of seizure activity. Impedances were normal and as follows: c, 0: 1043; c, 1: 968; c, 2: 909; c, 3: 1017 ohms; therapy impedance: 666 ohms, current: 42mca, battery at 3.72v. It was unclear which system was involved.

Manufacturer narrative:
(B)(4).